Manufacturer narrative:
A visual inspection from the customer photo was conducted. From the photo the reported defect was not observed. No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the device product was not returned. A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. A document review for fema (product/process) was conducted and no changes were required. From the photo the reported defect was not observed, therefore the complaint cannot be confirmed and a conclusive root cause can not be determined until the sample is available. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer reports that during the procedure, the anesthesist took the product, opened the package and noticed that instead of the tube catalog #5-16039 there was a tube with catalog #5-16139. They stopped the procedure and looked for the correct one. The pt was sedated and no injury reported for this event.